Event description:
It was reported that the caregiver paired a replacement libre 3 plus sensor to the libre app instead of the ilet app, resulting in the sensor being in use by another device and the ilet pump not receiving glucose data; support provided education and guidance on correct pairing, and the current sensor was intentionally left paired to the libre app to maintain glucose readings while awaiting an ilet replacement. Symptoms included no reported adverse clinical effects or alerts. Outcomes included continued glucose monitoring via the libre app and an ilet pump not functioning due to lack of sensor data. Investigation included troubleshooting and user education regarding correct sensor-app pairing. Investigation of this case revealed sensor-communication unavailability to the ilet due to the sensor being actively paired to a different application, consistent with use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.